Event description:
It was reported by the patient that the pink slide did not move forward and the pod deactivated. The pod was worn between 36 to 48 hours. The blood glucose levels were increasing but could not confirm levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.